Event description:
The patient reported a burn on her abdomen.

Manufacturer narrative:
It has been concluded based on the evaluation that the problem occurred due to user error. An rf current loop created by the high-frequency magnet field was produced between the patient and the coil; a pad was not used between the patient and the wall of the magnet. As a preventative action, the manufacturer has requested that the customer re-review the safety manual and be careful to keep more than 10mm of space between the inner bore of the magnet and the patient.

Manufacturer narrative:
According to hospital personnel, the patient was in the scanner for over 3 hour for a double study. During the study, the patient complained that the belt around her abdomen was getting hot. The tech told her that they would soon be done. The study was completed without interruption. During the procedure, the patient had sheets covering her as well as the strap holding her stomach in so they could get her in the scanner. The patient was extremely large, round - (B)(6). There might have been a skin fold under the belt. Per the internal hospital report, a red mark on the patient's abdomen was noted on (B)(6) 2011 and turned into a blister several days later. A tosihba spine coil was used for the procedure. Toshiba customer engineers conducted a check of the system and of the spine coil. All measurements were within the manufacturer's specifications and very close to the original installation measurements. Results: final evaluation in process.